Event description:
Customer's mother reported she was not able to hear beeping on customer's pump. Performed self-test, and no audible tones occurred.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.